Event description:
A hospital in (B)(6) reported that the lower case of an iw910 mobile infant warmer heater head is cracked. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint warmer head is currently en route to fisher & paykel healthcare's regional office and service center in (B)(4) for eval. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.